Event description:
Technical services received a call on 11/4/2011. Caller stated lead impedance went from 300 to into the thousands on this lead. Some noise was alas noted. No therapy has been given thouqh. They are going in today to replace the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)